Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported that this was a percutaneous vertebroplasty (l1) for ovf with vertecem v+ cement kit. In the surgery, to mix the cement, the entire amount of polymer powder and monomer liquid was added and mixing began. However, in the early stages, the cement had hardened so much that it became impossible to move the mixer. The second vertecem v+ cement kit, which had been prepared as a spare, had the same problem, with the cement not mixing properly. A third cement kit was opened and used, and the cement was able to mix properly. The surgery was completed successfully without any surgical delay. This hospital has used vertecem v+ cement kits many times in the past and had never experienced an event like this before. The method of use was also appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a3a (sex). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: part# 07.702.016s. Lot # 4m53771. Manufacturing site: osartis gmbh. Supplier: (B)(6). Release to warehouse date: 03 dec 2024. Expiration date: 01 dec 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.